Event description:
A report was received that the patient was found slumped over in his car. Paramedics were called and the patient was unresponsive, administered CPR, and revived. The patient was taken to the hospital where it was reported that he was having seizures. The patient was admitted to the ICU and the stimulator was turned off, which stopped the seizures. The patient was placed in a coma and remained hospitalized for 15 days. The neurologist, cardiologists and pulmonologist believed that the stimulator was placed too close to his heart which interfered with the hearts electrical system, causing the heart to stop. No other cause could be found and there was no evidence of heart damage following the incident. When a bsn representative later downloaded the patient's database it was noted that the device was turned up to 100 percent.

Manufacturer narrative:
Maude event report# mw5038549.